Event description:
It was reported that after completion of a photoselective vaporization of the prostate, there was a physical detachment of the jacket of the fiber. There were no patient complications.